Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Manufacturer narrative:
(B)(4)

Event description:
St. Jude medical called to report this system as explanted. The reason for explant was not provided. The hospital medical records department was contacted to find out the reason for explant, which they were not able to provide. The field representative was contacted for additional information. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2016, this system was removed due to infection. Patient and device codes have been updated accordingly.